Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error pointed to the 4th axis of the right master tool manipulator (mtmr). The fse also found two grip pads were damaged, so they replaced the mtmr and new gimbal grip pads to resolve this issue. The system was tested and verified as ready for use. The master tool manipulator (mtm) was received; however, it was damaged when being received. The part was not able to be evaluated due to the damaged caused in receiving.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr), contacted technical support to report a fault. The caller stated that system reported an error. The technical support engineer (tse) checked the error log, and the error was pointing to right master tool manipulator (mtmr) axis 4. Pressing the recover button could not fix this issue. The tse guided the caller to hard power cycle and the issue remained. The site decided to convert to an open procedure.